Manufacturer narrative:
D10 concomitant product: 176630 endoclip iii 5mm applier (lot#: j4e2782y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic appendectomy, when the clips were fired, it also released some metal powder/filings into the patients abdomen. It was reported that the filings were too small to remove. The surgeon used irrigation to flush the material and then used suction to clear the fluid from the patient. The bag of fluid was discarded.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one opened device and outside of its packaging. The jaws were open. The gauze the instrument was resting on appeared to have a gray metallic substance. The handle was not visible. Inside of the tissue cavity, the gray metallic substance could be seen. Functionally, the instrument was applied to appropriate test media. The instrument cycled without binding. The clip loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. No shavings were observed. After firing one clip the instrument was placed on the tyvek lid and the jaws made a dark mark on lid. The remaining clips were preserved for engineering. It was reported that shavings were produced. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.